Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that after implant of this mitral annuloplasty ring, an echocardiogram showed a deformation of the anterior part of the native mitral valve causing insufficiency. The device was explanted and replaced with a non-medtronic annuloplasty device. No other adverse patient effects were reported.

Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, the device was received in a jar with no solution. The ring was discolored showing evidence of blood contact. White and blue monofilament sutures were found sutured on the ring. An x-ray did not reveal any fracture to the ring or any deformation. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: the DHR review was performed on the device; there were no correlations / issues identified regarding manufacturing. The device was manufactured per approved and released manufacturing processes and the device met all applicable manufacturing specifications prior to release for distribution. Surgeons often attempt to repair mitral valves in lieu of replacing them due to improved long term clinical outcomes. There are times when a valve repair is attempted using an annuloplasty device and subsequent post repair evaluation demonstrates inadequate results. This is often due to suboptimal anatomy, surgical technique, or inappropriate sizing, and not a malfunction of the device (1). In this case, medtronic received information that after implant of this mitral annuloplasty ring, an echocardiogram showed a deformation of the anterior part of the native mitral valve causing insufficiency. The device was explanted and replaced with a non-medtronic annuloplasty device. No other adverse patient effects were reported. The device was returned for analysis. There were no anomalies noted during analysis that may have contributed to the reported failure. At this time a true cause to the reported event could not be determined. (1) mick et al, ann cardiothorac surg 2015; 4(3):230-237. If information is provided in the future, a supplemental report will be issued.